Event description:
In 2009, stryker biotech received a report of postoperative wound infection in a male pt who received op-1 putty in 2008, as part of a revision, multilevel scoliosis fusion procedure. The pt, who suffered from progressive adult scoliosis and hypertension, required surgery, prolonged hospitalization and IV antibiotics (nos) as a result of the infection. An MRI scan and wound cultures were taken, but details of the results were not provided. The physician reported that he feels it is possible that the events were related to the use of the op-1 putty. The physician reported that the pt has recovered from the events. Additional information wil be requested.